Event description:
It was reported that the patient fell out of a hammock, onto hard wooden decking, impacting his implant side. Subsequently unresponsive to sound- previously he was a good user. Testing showed that all electrode channels were hi, >16 koms. A device assessment has been arranged for in 2006, with surgery provisionally scheduled in a week.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.